Event description:
The customer reported, after a routine testing of the device in reprocessing, the videoscope suction channel and operating channel were positive for an unknown microorganism with 18 colony forming units (cfus) per 100 milliliters. The air channel results were negative for microorganisms. The customer reported no patient involvement.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of additional information from the customer, the repair center evaluation, legal manufacturer¿s investigation and the results of the device history records (DHR) review. New information was added. The customer's reprocessing procedures included pre-cleaning with aniosyme x3 detergent, manual treatment with asept inmed pre-cleaning at bedside, aniosyme x3 detergent for cleaning, automatic autoclave used to disinfect/sterilize the biopsy valve, air valve, and suction valve. The customer's aer model name: soluscope 4 and use aer detergent:soluscope cln and aer disinfectant: soluscope paa. The storage cabinet used was soluscope_anios dsc8000 and olympus is the maintenance company. The olympus service center confirmed no growth of microorganism from culture test on the subject device, performed by the third-party lab. Device findings during inspection included: emt/mpe test: failed electrical safety checked/insulation d/e value is out of specification. Insertion tube: failed visual inspection of bending section rubber, peeling of adhesive. The DHR for this device were reviewed and all records indicated the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. A definitive root cause was not identified. Based on the available information, the legal manufacturer determined the probable cause of the failure is likely due to incorrect reprocessing. The instructions for use states the following: reprocessing manual:1.4 precautions: warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.